Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed critical insulin pump error alarm. Customer's blood glucose was 22 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the critical pump error. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.